Event description:
It was reported by the user facility that the radiolucent right angle drive, had a missing set screw. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The failure was confirmed by the qa technician through visual inspection. The screw was missing from the head of the attachment. The device was returned to the customer unrepaired.

Event description:
It was reported by the user facility that the radiolucent right angle drive, had a missing set screw. The user facility was not able to provide any further information regarding the reported event.